Event description:
In 2007, reporter called and reported to biolase svc dept that he was experiencing an issue with his ezlase. He continued by stating that the laser would fire on its own. When attempting to engage the "e" stop switch, there was no response. Also the unit would switch itself from standby to ready mode by itself. Reporter stated that this has happened a couple of times and once with a pt in the chair. No pt injury was reported. On 12/27/07, (qa/ra mgr) and (in-house svc engineer) to gather further info. Questions were asked like is there any wireless communication devices present, is there any type of devices used in the operatory that are operated on blue tooth technology. Reporter responded "no" to all my questions. Also reporter stated regarding the "e" stop switch that he may have not been pressing hard enough to engage. Qa/ra mgr asked the reporter if he had to reset the "e" stop switch to use the laser and the answer was no.

Manufacturer narrative:
This was a device malfunction. There was no pt injury. Once this device was received at biolase, it was sent through extensive testing and error could not be duplicated. Root cause of failure is unk at this time.